Event description:
It was reported that alerts were received in the remote home monitoring system that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms beginning the day a routine device replacement procedure was completed. No further assistance was requested by the physician. No adverse patient effects were reported. This device remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).